Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a customer developed an infection while using a the vest apx. The customer contacted baxter to report they became ¿very sick¿ and wasn¿t sure ¿if the vest caused it or not.¿ the customer made an appointment with their health care provider; however, the customer could not get there in time. Therefore, the customer visited the urgent care instead. At the urgent care the customer was given prednisone, ¿an antibiotic to break up the congestion¿ and promethazine. Additionally, there was no report of device malfunction. No further information was available at the time of this report.